Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009. Product type: lead: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
It was reported that the patient saw a power on reset (por) message and was not able to adjust the stimulation. An error code was not determined. The patient stated that the display showed the "call your doctor" icon. The patient further noted that the device was fully charged. It was noted that the patient was able to "clear the por by pressing the bottom oval key" and the issue was resolved.